Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and would not pace at maximum outputs. The lv lead was explanted and replaced. It was noted that the distal portion of the lead broke off during the explant procedure and remains in the branch of the coronary sinus. No patient complications have been reported as a result of this event.